Event description:
A customer reported via phone call indicating that they experienced high and low blood glucose ranging from 40 mg/dl to 364 mg/dl. The customer removed the set and treated their blood glucose manually. The customer was assisted with trouble shooting, but no malfunction was found with the insulin pump. However, the customer mentioned that they received a no delivery alarm but declined to trouble shoot for it because the alarm was a past event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.